Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter. Product return status: 6 devices had investigation types that have not yet been determined. Additional information: 6 devices were not reprocessed or reused.

Event description:
This report summarizes 6 events for the failure: fracture. 6 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99143. Supplemental rationale: corrected data: b5, h6, h11. 6 previously reported events were included in this follow-up record. Product return status: 4 devices were evaluated using data provided by the user or third party. 1 device was not available for evaluation. 1 device was received. Evaluation findings (results/components): 5 devices: fracture problem / cannula. 1 device: no findings available / part/component/sub-assembly term not applicable. Product disposition: 5 devices: scrapped by customer. 1 device: scrapped by stryker.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99143. Supplemental rationale, corrected data: b5, h6, h11. 6 previously reported events were included in this follow-up record. Product return status. 4 devices were evaluated using data provided by the user or third party. 2 devices were not available for evaluation. Evaluation findings (results/components). 4 devices: fracture problem / cannula. 2 devices: no findings available / part/component/sub-assembly term not applicable. Product disposition, 6 devices: scrapped by customer.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 6 events for the failure: fracture. - 6 events had no health consequences or impact.